Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 4 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted due to power elevations. Technical service reviewed the log file submitted which contained several flow and power elevations between (B)(6) 2018. They appear to be gradually decreasing in frequency over this time. Power and flow returned to baseline sometime during the day on (B)(6) 2018 and appears to remain steady through the duration of the file. On (B)(6) 2018, it was reported that lactate dehydrogenase (ldh) rose to 421 u/l. Echocardiogram on (B)(6) 2018 and cardiac CT on (B)(6) 2018 showed no evidence of thrombus. The patient was treated with heparin and integrelin infusions. On (B)(6) 2018, the patient was discharged in stable condition. No additional information was provided.

Manufacturer narrative:
The report of power elevations was confirmed through the evaluation of the submitted system controller log file; however, a specific cause for the reported event could not be determined conclusively through this evaluation. The log file appeared to show the system operating as intended. The patient remains ongoing on the left ventricular assist system (lvas) no further information was provided. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.